Event description:
It was reported that the iab was inserted in october, 2003. Fifty-four days later a balloon rupture was suspected. Because of this, the iab was removed and replaced. There were no patient complications.